Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg 300s mg/dl). Customer suspected there was an issue with the infusion set and cartridge. No additional information was provided. Elevated bg was addressed by changing the pump supplies. The customer also exercised a little and a manual injection was administered. As event occurred in the past, tandem technical support was unable to perform a pump system check. Recommendation was made for customer to discuss event with a healthcare provider.